Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "white particulates were seen while product was being injected into the eye" (foreign material present in device). A facility reported that white particulates were seen while product was being injected into the eye. There was no pt harm and no medical or surgical intervention required. Two possible lot numbers were provided. Exact lot number for this event is not known.

Manufacturer narrative:
Two possible lot numbers were provided. Both batch record reviews indicated all test results were within specs. Retention samples met spec. There have been no other reports in these two lot numbers. (B)(4).